Event description:
It was reported that during a sleeve gastrectomy procedure scrub nurse was loading the gun for the fourth firing and when the reload was taken out of the packet the inner metal piece fell out so it could not be used. The device was loaded for a second time and a loud sound was heard and the staples did not seem to form properly. As a result, bleeding occurred. The blood loss was minimal. The surgeon removed the device and used a new device and reload to fire again and then sutured over the staple line for extra security. The patient is stable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): cartridge pan. The analysis results showed that one ec60 device was returned with no visual non-conformances and with five reloads present. Reload b was returned fully fired; reload c was received unfired, with the pan partially dislodged and several drivers out of position; reloads d, e, and f were returned sterile and in good visual condition. In addition, one tr45w reload was received partially fired and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. Please note that the tr45w cartridge is design to be used only with the ats and ets 45mm devices. The device was tested for functionality with the returned reloads d, e, and f. The device achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No strange noise was heard during the analysis. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.